Event description:
It was reported the patient had stimulation coverage but it was not helping her pain. The patient feels stimulation although it was off. Multiple reprogramming sessions were unable to restore effective stimulation. The patient wants the system explanted. Surgical intervention is planned to address the issue. Note the patient received 4 leads from the same lot number. The leads are placed occipital, off label use.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.